Event description:
It was reported that noise leading to oversensing and inhibition of pacing for the pacemaker dependent patient was observed on the right ventricular (rv) lead. Device reprogramming and eventual lead replacement were anticipated to resolve the event. The patient was stable and there were no adverse consequences.